Manufacturer narrative:
Background information: the stroller was eight months old at the time of the complaint. The complaint notes indicate that the chair was serviced and the bolts were tightened prior to the event. The failure occurred after the chair was serviced. The zippie xpress owner's manual (9921700000 rev e) indicates that checks for loose hardware are required every three months. The owner's manual states: "check that the device rolls easily, and that all parts work smoothly. Check for noise, vibration, or a change in ease of use, (they may indicate loose fasteners, or other damage)." The manual further states "[n]ever seat your child in the mobility device until it is fully unfolded and locked" and "[d]o not over- or under-tighten fasteners. If screws or nuts become loose, tighten them as soon as possible." Discussion: based on evaluation of the returned product, there were no signs of damage associated to overtightening or fatigue failure. The loose bolt was not returned and it cannot be confirmed that failure of the bolt caused or contributed to the event. This stroller was inspected and passed final quality inspection, including checks for loose hardware and damage, prior to shipment to the customer. The most probable cause of failure was inadequate service-failure to properly tightened hardware (bolts). Due to this determination, it is not seen as a product malfunction. Conclusion: user error is the most probable cause for the failure. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. This is not a malfunction and is not likely to result in serious injury or death if it were to recur.

Event description:
The bolt holding the base together fell out and the child fell out while sitting in the seating system. He hit his head (bruise only) and wasn't taken to hospital or doctor.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Background information: some complaints of seating systems loosening from the stroller base were due to the injection molding part holding a threaded insert within the plastic. When over tightened (over torque specifications) by end users or dealers, it would pull the threaded insert out of the plastic which would result in look inserts within the injection molded rotate support with inserts (p/n 131333). This component could, after having the threaded insert pulled loose from the plastic, appear to be loose and could not be further tightened. Therefore, on (B)(6) 2018, a new design was added to the component, a proportional brass spacer (p/n 148719) on top of the threaded insert. This brace spacer enabled the bolts holding the seating system to be tightened down more fully without pulling the threaded insert out of the plastic and resulted in a firmer "attachment" to the base. This issue was due to a design malfunction and this malfunction did not (and was highly unlikely to) contributed to serious injury or death. In order for a serious injury to occur, all four threaded inserts would have to pull loose from the rotate support simultaneously. Users complained of the seating system appearing "loose" on the connection which would warn users, well before full failure, that something was amiss. Discussion: in the current complaint, a fall was registered due to the bolt falling out of the stroller base after the dealer technician tried tightening the bolts. It is assumed that it is due to the failure mode listed above and that the dealer technician over-torqued the bolts, pulling them loose from the injection molded part. This is a known issue that has been corrected as discussed above. No serious injury was suffered, however, due to the possibility of a serious injury, this MDR is being filed. Conclusion: malfunction due to over-torqueing of bolts in stroller base leading to bolt coming loose from stroller base and stroller seat falling to the floor with child in place. No serious injury occurred, but serious injury could result should the issue recur. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
The bolt holding the base together fell out and the child fell out while still in the seating system. He hit his head, bruise only and wasn't taken to hospital or doctor.